Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the issue was resolved without recurrence, allowing the customer to continue using the pump with instructions to call back if the malfunction code reoccurs.